Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and uterine haemorrhage ("irregular uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included uti. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("cramps"). The patient was treated with surgery (she had supracervical hysterectomy (uterus only) bilateral salpingectomy) and surgery (she had hysteroscopy, d. & c. Of uterus, and endometrial ablation with hydrothermal technique.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms menorrhagia; dysmenorrhea; pelvic pain; irregular uterine bleeding. Most recent follow-up information incorporated above includes: on 20-jun-2018: information form pfs and mr. New reporter added. Patient¿s dob added. Indication added. Product dates updated. Historical and concomitant conditions and drugs added. New events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), cramps, irregular uterine bleeding. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine haemorrhage ("irregular uterine bleeding") and suicidal ideation ("sychological or psychiatric problems condition:suicidal tendencies") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, varicella and overactive bladder. Previously administered products included for an unreported indication: hydrochlorothiazide from (B)(6) 2005 to (B)(6) 2005. Concurrent conditions included uti. Concomitant products included alprazolam (xanax) from (B)(6) 2008 to (B)(6) 2008, bupropion hydrochloride (wellbutrin) since (B)(6) 2007 to 2008, sertraline from (B)(6) 2007 to (B)(6) 2018, solifenacin succinate (vesicare) since 2014 and valaciclovir hydrochloride (valtrex) since 2009. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced suicidal ideation (seriousness criterion medically significant), depression ("severe depression") and constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced migraine ("migraines"), headache ("headaches"), postural orthostatic tachycardia syndrome ("blood orheart disorder/condition type: postural orthostatic tachycardia syndrome"), dizziness ("neurological conditions or problems type: light headed and dizziness") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("cramps / pain low quadrants of the abdomen near hip bones"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("night sweats"), attention deficit/hyperactivity disorder ("adhd"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and back pain ("lower back pain"). The patient was treated with surgery (she had hysteroscopy, d. & c. Of uterus, and endometrial ablation with hydrothermal technique. And she had supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine haemorrhage, suicidal ideation, dysmenorrhoea, dyspareunia, abdominal pain lower, hot flush, night sweats, depression, attention deficit/hyperactivity disorder, urinary tract disorder, bladder disorder, migraine, headache, postural orthostatic tachycardia syndrome, dizziness, fatigue, constipation and back pain outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain lower, attention deficit/hyperactivity disorder, back pain, bladder disorder, constipation, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, migraine, night sweats, pelvic pain, postural orthostatic tachycardia syndrome, suicidal ideation, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient's medical records: confirms menorrhagia; dysmenorrhea; pelvic pain; irregular uterine bleeding. Most recent follow-up information incorporated above includes: on 20-mar-2019: pfs received : event added- hot flashes, night sweats, suicidal tendencies severe depression, adhd, bladder or urinary problems or changes, migraines, headaches, postural orthostatic tachycardia syndrome, light headed and dizziness, fatigue, constipation, back pain. Events onset date and severity added, outcome of the event vaginal haemorrhage and menorrhagia were updated. Medical history, historical drug and concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.